Event description:
The customer reported false non-reactive alinity I toxo igg and provided the following data: on (B)(6) 2023: alinity I toxo igg & igm non-reactive. On (B)(6) 2024: alinity I toxo igg & igm non-reactive (tested due to prenatal follow-up care for a pregnant patient). On (B)(6) 2024 ¿ the testing laboratory started migrating to another platform. On (B)(6) 2024: sample ID (B)(6) generated the following results from the cobas 2 (roche platform): toxo igg was 79.80 (reactive) & toxo igm was 0.20 (non-reactive). The patient¿s doctor questioned these results. On (B)(6) 2024: a new sample (B)(6) was obtained and the customer reported that the alinity I toxo igg avidity generated a result of not detected. On (B)(6) 2024 the samples from storage were obtained for further testing. Sample ID (B)(6) (27 jun): the customer reported that the alinity I toxo igg avidity generated a result of not detected. Both sample ID (B)(6) (27 jun) and sample ID (B)(6) (29 jun) were tested for both alinity I toxo igg & igm and both samples generated non-reactive results. Then both samples were tested with the cobas (roche platform) for toxo igg and generated the following results ID (B)(6) (27 jun) result was 86.7 reactive and sample ID (B)(6) (29 jun) result was 87.6 (reactive) lastly, sample ID (B)(6) (29 jun) was tested with the cobas (roche platform) for toxo igm and generated a result of 0.208 (non-reactive) on (B)(6) 2024 both samples (both sample ID (B)(6) (27 jun) and sample ID (B)(6) (29 jun)) were tested with the indirect immunofluorescence test (ifi - igg antibody test), which generated positive result for both samples. On (B)(6) 2024 sample ID (B)(6) (29 jun) was tested for toxo igg avidity on the roche platform, which generated a result of 84% (high avidity). Sample ID (B)(6) (29 jun) sample was tested on another alinity analyzer (sn: (B)(6) ) and generated a alinity I toxo igg result of 1.5 iu/ml = non-reactive (reference < 1.6 iu/ml is non-reactive) there was no reported impact to patient management.

Manufacturer narrative:
A1: complete list of sample ID's are (B)(6). E1 phone: complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive alinity I toxo igg and provided the following data: (B)(6) 2023: alinity I toxo igg & igm non-reactive. (B)(6) 2024: alinity I toxo igg & igm non-reactive. (Tested due to prenatal follow-up care for a pregnant patient). (B)(6) 2024 ¿ the testing laboratory started migrating to another platform (B)(6) 2024: sample ID (B)(6) generated the following results from the cobas 2 (roche platform): toxo igg was 79.80 (reactive) & toxo igm was 0.20 (non-reactive). The patient¿s doctor questioned these results. (B)(6) 2024: a new sample ((B)(6)) was obtained and the customer reported that the alinity I toxo igg avidity generated a result of not detected. On (B)(6) 2024 the samples from storage were obtained for further testing. Sample ID (B)(6) ((B)(6)): the customer reported that the alinity I toxo igg avidity generated a result of not detected. Both sample ID (B)(6) (27 jun) and sample ID (B)(6) (29 jun) were tested for both alinity I toxo igg & igm and both samples generated non-reactive results. Then both samples were tested with the cobas (roche platform) for toxo igg and generated the following results ID (B)(6) (27 jun) result was 86.7 reactive and sample ID (B)(6) (29 jun) result was 87.6 (reactive) lastly, sample ID (B)(6) (29 jun) was tested with the cobas (roche platform) for toxo igm and generated a result of 0.208 (non-reactive). On 2 july 2024 both samples (both sample ID (B)(6) (27 jun) and sample ID (B)(6) (29 jun)) were tested with the indirect immunofluorescence test (ifi - igg antibody test), which generated positive result for both samples. On 3 july 2024 sample ID (B)(6) (29 jun) was tested for toxo igg avidity on the roche platform, which generated a result of 84% (high avidity). Sample ID (B)(6) (29 jun) sample was tested on another alinity analyzer (sn: (B)(6)) and generated a alinity I toxo igg result of 1.5 iu/ml = non-reactive (reference < 1.6 iu/ml is non-reactive) there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. A commercially available seroconversion panel was tested and reagent lot 58211be00 detected the same bleeds as reactive with similar values when compared to historical results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 58211be00 was identified.